Manufacturer narrative:
Patient information was requested and the customer have not responded from the call. The part was received for further investigation. The data acquisition pcba was tested and no failures were identified.

Event description:
The customer reported that during patient transport, the ventilator alarmed with data acquisition pcba adc failed. The customer reported the unit was in use on patient, but it is unknown if there was patient harm reported.

Event description:
The customer reported that during patient transport, the ventilator alarmed with data acquisition pcba adc failed. The customer reported the unit was in use on patient, but it is unknown if there was patient harm reported.

Manufacturer narrative:
Patient information was requested and the customer have not responded from the call. A follow up report will be submitted once the investigation is complete.